Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer alleging possible insulin pump under delivery. The customer¿s high blood glucose was 15.7 mmol/l at the time of incident. Customer stated that the drive support cap appears normal. The customer stated that they performed the displacement test but not able to passed the test. The customer stated that piston would intermittently stop moving as if it would get stuck. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify possible under delivery due to motor error alarms.